Manufacturer narrative:
Updated patient code to 9298, added impact code f1203 and removed f23 all per medical review. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event. This device has been returned and will be analyzed. A supplemental report will be submitted upon completion.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced transcutaneous electrical nerve stimulation treatment when they received an inappropriate shock due to oversensing. The first inappropriate shock was on a t wave which induced ventricular fibrillation (vf). Three subsequent shocks were provided to convert the patient. The shock impedance was also high but within range. This patient was referred to their electrophysiologist. Then, this patient underwent a revision procedure for the electrode, which was successful. Defibrillation threshold (dft) testing was still high but within range. This s-ICD was ultimately explanted and replaced with a new device s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event. This device has been returned and will be analyzed. A supplemental report will be submitted upon completion.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced electrical nerve stimulation treatment when they received an inappropriate shock due to oversensing. The first inappropriate shock was on a t wave causing the patient to become induced. Three subsequent shocks were provided to convert the patient. The shock impedance was also high but within range. This patient was referred to their electrophysiologist. Then, this patient underwent a revision procedure for the electrode, which was successful. Defibrillation threshold (dft) testing was still high but within range.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced transcutaneous electrical nerve stimulation treatment when they received an inappropriate shock due to oversensing. The first inappropriate shock was on a t wave which induced ventricular fibrillation (vf). Three subsequent shocks were provided to convert the patient. The shock impedance was also high but within range. This patient was referred to their electrophysiologist. Then, this patient underwent a revision procedure for the electrode, which was successful. Defibrillation threshold (dft) testing was still high but within range. This s-ICD was ultimately explanted and replaced with a new device s-ICD. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Updated patient code to 9298, added impact code f1203 and removed f23 all per medical review. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event. This device has been returned and will be analyzed. A supplemental report will be submitted upon completion.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia.

Event description:
It was reported that the patient had received an inappropriate shock due to oversensing while having transcutaneous electrical nerve stimulation treatment. The initial inappropriate shock resulted in the patient becoming induced into ventricular fibrillation. Three subsequent shocks were provided from the device which were successfully able to convert the patient's arrhythmia. An electrode revision procedure was performed and testing was successful. No additional adverse events were reported.